Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in battery failure. There was no patient injury.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable per the information available, as per engineering, this record will be deemed to be non hazard and hence will be considered not reportable. It was determined that there is no death or serious injury resulting from this event. The battery capacity meets machine specification of greater than 30 minutes.